Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and a ngen rf generator. Something felt like it was stuck during flushing. There was no problem to first ablation from qdot micro catheter connection. Right after first ablation was started, temperature reading was over 50 degrees celsius and significant titration was applied. Output became low and part of the bullseye display became red. The ablation never continued beyond the cut-off value. After the first ablation, the catheter was removed. The tip of the catheter was wiped off and flushing was performed. There was no blood or char found on the tip, but dripped as if something was stuck during flushing. Dripped from the tip of the catheter for a while even after flushing was stopped. It was improved by replacing the catheter with a new one. The procedure was completed without patient consequence. On 30-jan-2024, additional information was received regarding the generator. It was reported that the generator settings have not been changed for 6 months since installation. This indicated that the generator was set on automatic mode. On 13-feb-2024, it was reported that servicing was not needed for the pump at this time.

Manufacturer narrative:
A picture was reviewed and no root cause can be determined. However, it was reported that the device (qdot) is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. The hardware investigation (ngen generator) has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: MFR # 2029046-2024-00409 for product code d139505 (qdot micro¿ catheter) . For product code ip-01973514 (ngen rf generator, japan).

Manufacturer narrative:
The hardware investigation has been completed which included performing a device history record evaluation. The device history record evaluation was performed for the finished device number (B)(6), and no internal actions related to the reported condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. Service was declined and no further information was provided. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2024-00409 for product code d139505 (qdot micro¿ catheter) (2) MFR # 2029046-2024-00613 for product code (B)(4) (ngen rf generator, japan)